Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that insulin pump had off no power and also experienced high blood glucose . Customer¿s blood glucose level was 250 mg/dl. The customer's current blood glucose was 139 mg/dl. He customer declined to troubleshoot for high blood glucose. Troubleshoot was performed for off no power. Customer stated that he did not get a low battery alert prior to the off no power alert. The customer stated she had a low of 60 mg/dl and ate a lot to treat. Customer states the battery cap was normal. The customer was advised that the pump will be replaced. The insulin pump will not be returned for analysis.